Event description:
Follow-up information revealed the patient underwent surgical intervention where one lead was replaced because the impedances were too high for the lead to be programmed. Effective stimulation was achieved following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported the patient has been receiving inadequate coverage, in turn, the patient plans to undergo surgical intervention on a later date.